Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position. During procedure, two single leaflet device attachment (slda) occurred. Patient had challenging anatomy and visualization was also challenging due to shadowing from other implanted devices. The initial strategy was considered multi-device. The patient had mixed tricuspid regurgitation (tr). First ace was correctly placed in antero-septal (a-s) position. During positioning of the second device in a-s position, a slda occurred. The ace detached from the septal leaflet, and remained attached to the anterior one. A third ace was implanted in a-s position to stabilize the slda. However, no tr grade improvement was achieved, as third device also experienced slda. The ace detached from the septal leaflet, and remained attached to the anterior one. The initial tr grade was massive, it was severe after both slda happened and remained severe post-procedure. The final outcome of the patient was unknown, but no reintervention was planned at the time this investigation was done.

Manufacturer narrative:
This is MDR 2 of 2 for this event. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure" was confirmed with the information provided. Available information suggests that patient and procedural factors likely contributed to the event. As reported, patient had challenging anatomy and the visualization of the procedural imagery was difficult due to the shadowing from pre-existing devices. Challenging anatomy could contribute to a suboptimal positioning and/or alignment of devices, leading to an inadequate leaflet optimization and grasping. In addition, poor visualization during leaflet capture could lead to a misinterpretation of proper capture. One or a combination of these factors, could cause or contributed to the reported slda after device detachment.

Event description:
As per new information received, both devices that experienced slda were positioned closer to the center of the valve.